Event description:
It was reported that a stroke occurred. This patient returned for a second attempt at device implant after an aborted procedure due to a pericardial effusion previously reported (report 2134265-2020-16391). A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted with no issues. A concomitant patent foramen ovale closure was also performed with no issues. Post-procedure during the night, the patient suffered an embolic stroke and now is presenting challenges using the left side of her body. Per the physician, both devices looked normal and they are uncertain as to the source of the stroke. There could have been issues in removing the pericardial drain that had been in place for over a week, when they took it out some hours after the procedure. The patient is currently stable and will be transferred back to a rehabilitation facility.